Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: restenosis of previously placed stent. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2008. Predilatation was prior to stenting of the 2nd diagonal, de novo lesion, with one xience v stent. A xience v stent was also placed in the proximal lad to treat restenosis of another company's previously implanted stent. No complications reported during the index procedure. The patient presented to the emergency room in 2009 experiencing a non q-wave mi with chronic heart failure. An IV used to administer lasix. The patient was experiencing hypertension with blood pressure at 223/123 which was treated with hydralazine and labetalol. The patient was in acute renal failure with a creatine level of 2.2. The patient had lower extremity pain and elevated cardiac markers; however, the treatment was delayed until the creatine levels had stabilized. Twelve days later, the patient underwent a cardiac cath procedure, during which restenosis of the previously stented portion of the diagonal was noted inside the xience v stent. At this time the patient is being treated with medical management only. No additional event or patient information is available.

Manufacturer narrative:
Hypertension, mi, pain, renal failure and stenosis are listed in the xience v IFU as known adverse events associated with coronary stenting and are not necessarily and indication of a product quality deficiency. It is possible that the reported patient effects (atrial tachycardia, bradycardia, cardiac enzyme elevation, hypertension, myocardial infarction, pain, renal failure, congestive heart failure) may have been secondary effects of the stenosis. A conclusive cause for the reported patient effects, and the relationship to the product cannot be determined.